Manufacturer narrative:
Unknown manufacturer: there are multiple bd locations where this unspecified bd device may have been manufactured. A catalog and lot number could not be confirmed for this incident and without this information we are unable to determine where the device was manufactured. Therefore, bd corporate headquarters in (B)(4) has been listed and the (B)(4) FDA registration number has been used for the manufacture report number. Medical device expiration date: unknown. A device evaluation is anticipated, but has not yet begun. Upon completion of the investigation, a supplemental report will be filed. Device manufacture date: unknown.

Event description:
It was reported an unspecified bd tubing set had a component separation issue. The following information was provided by the initial reporter: "rn noted bleeding from blue pressure cap due to end of the transfusion tubing still attached and transfusion tubing coming apart due to tubing failure - rn immediately removed the connection from the tubing and flushed broviac."

Manufacturer narrative:
H.6. Investigation: a complaint of tubing separating was received from the customer. No product or photo was returned by the customer. The customer complaint of separation other component could not be verified due to the product not being returned for failure investigation. A device history record review could not be performed because the lot number is unknown. Due to no sample being received, an investigation could not be performed, and a root cause could not be determined.

Event description:
It was reported an unspecified bd tubing set had a component separation issue. The following information was provided by the initial reporter: "rn noted bleeding from blue pressure cap due to end of the transfusion tubing still attached and transfusion tubing coming apart due to tubing failure - rn immediately removed the connection from the tubing and flushed broviac."